Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
A 55-year-old female patient being treated for multiple sclerosis complicated by neurogenic bladder, presenting with mixed urinary incontinence - predominantly stress incontinence[?]associated with urge incontinence. In this context, a tvt-type suburethral sling was implanted in april 2022. The course of the condition was marked in 2025 by the development of sling erosion at the level of the anterior vaginal wall. Surgical management was performed on (B)(6) 2025, consisting of partial removal of the sling via the vaginal route with excision of 12 mm of suburethral material. Subsequently, on (B)(6) 2026, a recurrence was observed with bilateral erosion of the sling on either side of the urethra, associated with protrusion of a few millimeters of sling into the vagina on each side. In light of this persistent complication, the decision was made to proceed with complete removal of the device. A robot-assisted laparoscopic procedure to remove both arms of the sling was performed on (B)(6) 2026. The device is available at the hospital pitié-salpetrière and in waiting to be returned.